Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the system 98xt intra-aortic balloon pump (iabp) unit had a low negative pressure alarm. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) communicated with the customer and found that the customer is currently refusing repairs.